Manufacturer narrative:
Title: two-year outcomes of endovascular interventions of the common femoral artery: a retrospective analysis from two medical centers journal: cardiovascular revascularization medicine year: 2020 issue: s1553-8389(20)30548-0 ref: doi: 10.1016/j.carrev.2020.09.006. Date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing study of "two-year outcomes of endovascular interventions of the common femoral artery: a retrospective analysis from two medical centers". Spider embolic protection device, turbohawk and hawkone directional atherectomy devices were the medtronic devices used in the procedures. Clinical event outcomes reported are dissection, distal embolization requiring treatment, unplanned minor or major amputation, in-hospital mortality (stroke), non-fatal myocardial infarction, access site complication, acute closure, stenting of the common femoral artery, bailout stenting, in-hospital acute renal failure, major bleeding and in hospital target lesion revascularization. Target lesion revascularization, target vessel revascularization, unplanned major amputation and death were reported at 1 year and 2 year follow up. Mortality occurred in 8 patients during follow up and was not procedural related.